Manufacturer narrative:
Pump error 35 alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor noted. No moisture damage on the battery tube, vibrator or keypad assembly noted. No blank display during testing. No corrosion on the back button noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was 4.2 mmol/l at the time of the incident. The customer states the insulin pump was exposed to water. Customer states the pump fell in water and now display is blank and buttons have corrosion. Customer replaced the battery but problem was not solved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.